Event description:
Feeding tube that was in patient was not functioning properly. If would not flush. When feeding tube pulled about to be replaced, the tube obvious damage - a 1.5 in portion of the tube had become a ballon and when flushed the fluid would flush into the ballon, then retract backwards into the syringe.